Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator system exhibited over-sensing of far p-waves. The patient was asymptomatic and would be monitored. Related manufacturer reference number: 2017865-2019-05927.